Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4)

Event description:
Information was received from a consumer in regard to a patient receiving lioresal (unknown concentration, dose and lot number) via an implantable infusion pump. The pump indication for use (IFU) was listed as intractable spasticity and stroke. The patient reported that they are hearing a single tone alarm about once per hour and that the pump was empty. The patient did not have a healthcare provider (hcp) at the time of the call, due to the hcp retired suddenly without warning. The patient noted that they had quite a bit of oral baclofen. The patient did find a hcp that will fill the pump, but it was going to take two weeks to receive the baclofen. The patient later reported that she could not get the pump filled, due to insurance complications. Additional information has been requested, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) are applicable to this event.

Event description:
Additional information was received from the consumer. The patient experienced intrathecal baclofen withdrawal - most intermittent itching, hot flashes and blurry vision. The pump alarm was still sounding. The patient was unable to find a physician in town that would purchase and bill the baclofen and her insurance would not cover an out of network pharmacy. Information was received from a consumer who indicated that the patient had experienced intense itching from the baclofen withdrawal for about 2 weeks. The patient currently experienced mild itching and increasing spasticity. The empty pump alarm had not been resolved. The patient's physiatrist had retired from a private practice. The patient was unable to find another physician to buy and fill the intrathecal baclofen. The patient's health insurance had denied the patient's request to cover an out-of-network compounding pharmacy.